Event description:
Sion blue placed in lad, 2nd sion blue to diag, balloon of ostial diag into lad, stent placed in ostial diag into lad, post dilation of ostial diagonal, plaque shift in lad, stent placed in lad with proximal edge of the stent slightly overlapping ostial diag, post dilate stent of lad, final picture, lad wire withdrawn without incident, diag wire pulled back and tip separation was noted, microcatheter was trapped in and advanced carefully over the unraveled wire, distal tip was unable to be fully captured, wire and microcatheter were pulled out as a unit. Wire was withdrawn in its entirety. No wire pieces were left behind. No harm to the patient. Discharged as normal. Notes: it does not appear that the affected wire was ever jailed behind a stent or had to re-cross a stent. The tip position of the diag wire never changed once it was initially positioned into the diag. The affected wire appeared to have a small loop in it for much of the case.